Manufacturer narrative:
Batch review performed on 27.04.2021: lot 179711: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional items involved in the event: gmk-sphere 02.12.0007r femoral component sphere cemented size 7 r (k121416) lot. 186126 batch review performed on 27.apr.2021. Lot 186126: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1206r tibial tray fixed cemented size 6 r (k090988) lot. 180251 batch review performed on 27.apr.2021. Lot 180251: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
2 years and 4 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.